Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. Device communicated properly with test guardian link transmitter. No communication anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly.